Manufacturer narrative:
H10/h11: this event was inadvertently reported as an epiq cvx ultrasound system swivel mechanism of the control panel arm not locking. It was found to be the vertical movement of the arm not able to hold in a given position. This is not likely to cause or contribute to a serious injury.

Event description:
This is an addendum to the MFR report 3019216-2023-00058.